Event description:
It was reported that the lead had an apparent fracture, oversensing of noise. No capture and high impedance. The patient received multiple inappropriate shocks. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and was melted, the outer insulation was torn, the exposed defib coil had a white substance on it, and there was blood in/on the helix/lobe mechanism.